Event description:
It was reported that the patient with this pacemaker system visited the emergency room (ER) due to chest pain symptoms. The pacemaker was interrogated, and the health care professional (hcp) called technical services (ts) and requested a review of the presenting electrogram (egm). Upon review, the presenting egm showed undersensing of an extra beat on the right ventricular (rv) channel which led to brady pacing to be delivered when not required. Ts advised the hcp to consult the cardiologist for further device evaluation. Subsequent additional information was later received that reported that during a follow up visit with the cardiologist, the pacemaker system was evaluated further and was found to exhibit high pacing thresholds and loss of capture (loc). It was also noted that a drop in patient intrinsic amplitude and diaphragmatic muscle stimulation was also observed. Chest xray imaging was performed, and the imaging results showed that the right ventricular (rv) lead appeared to have perforated. A lead revision procedure was performed, and the physician confirmed perforation of the rv lead. The rv lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory intact with a retracted helix and a bent stylet. Visual inspection found no abnormalities except for surgery related damage like dried blood/body fluid and tissue around the helix, outer insulation melted marks possibly due to electro cautery damage during explant, which is not considered to be abnormal. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of perforation.

Event description:
It was reported that the patient with this pacemaker system visited the emergency room (ER) due to chest pain symptoms. The pacemaker was interrogated, and the health care professional (hcp) called technical services (ts) and requested a review of the presenting electrogram (egm). Upon review, the presenting egm showed undersensing of an extra beat on the right ventricular (rv) channel which led to brady pacing to be delivered when not required. Ts advised the hcp to consult the cardiologist for further device evaluation. Subsequent additional information was later received that reported that during a follow up visit with the cardiologist, the pacemaker system was evaluated further and was found to exhibit high pacing thresholds and loss of capture (loc). It was also noted that a drop in patient intrinsic amplitude and diaphragmatic muscle stimulation was also observed. Chest xray imaging was performed, and the imaging results showed that the right ventricular (rv) lead appeared to have perforated. A lead revision procedure was performed, and the physician confirmed perforation of the rv lead. The rv lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported.